Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented to the hospital. The left ventricular lead exhibited high capture thresholds. The physician capped and replaced the lead during generator changeout on (B)(6) 2021. The patient was in stable condition.